Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a coude catheter was unable to deflate. Prior to insertion of the coude catheter, a return of urine was noted. During the procedure it was noted there was no urine output. Multiple attempts were made to remove the catheter. A urologist was able to remove the catheter with the balloon still inflated. After removal the balloon" spontaneously deflated".

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to the ¿biological deposits.". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a coude catheter was unable to deflate. Prior to insertion of the coude catheter, a return of urine was noted. During the procedure it was noted there was no urine output. Multiple attempts were made to remove the catheter. A urologist was able to remove the catheter with the balloon still inflated. After removal the balloon" spontaneously deflated".